Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic nephrectomy procedure, during surgery of renal ureter, the flexure part of the device was damaged and fell into the cavity. The part was retrieved. The operating time was extended by more than 30 minutes. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The clevis pieces were disengaged from the side of the instrument. The pieces were received in a small package. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades could be expanded fully. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Engineering determined that replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.